Event description:
The patient (pt) reported that today, she's trying to charge for the first time after implant and is having trouble. Pt said she went to their healthcare provider (hcp) yesterday and they took out the staples and turned stim on. Pt said the implantable neurostimulator (ins) battery shows 40 percent, the controller is 100 percent, belt is not comfortable so she can't really do the belt. She is trying to hold it with her hand but can't keep it connected and only got excellent one time, pt said she knows something is wrong. Reviewed charging after surgery information, offered and sent online video links. Pt requested help, steps to turn stim off and pt was successful to turn stim off. Pt said she understood that swelling can interfere with connection.  The pt was redirected to keep working with their doctor or to call patient services back for further assistance. The patient said that she went to her hcp office today, and says "I have a little bit of swelling and it shouldn't interfere when I'm charging, and the nurse practitioner got it at excellent and good quality". I reviewed that the pt was just recently implanted, and the fact that the hcp told her she still has some swelling, that is most likely the reason for this issue. She then told me a possible cause of this issue as she said that the recharge telemetry module (rtm) is heating up when she begins charging implant. A new rtm was sent. No patient symptoms reported. The patient was met for post op visit rushed out as had a motor be hi all appointment. Went over recharging procedure. Called patient services when she had trouble connecting and they toughest was due to swelling. She was met and I was able to connect with battery. Patient left and when she got home she called patient services again as connection would not stay they sent her a new charging piece and still did not help. I checked with dr and he said to give the swelling time to heal. He would see her in the office in a few days. Contributing factors may be that the patient is very heavy and the battery could be tilting. Waiting for her to get appt with dr as he is in quarantine. He was going to call and speak with her. I was able to get contact but she has great trouble getting and keeping contact. We will meet again at office when dr is back. Pt called back in and stated she is still having issues with recharging. Pt stated she is seeing al screen. Pss reviewed passive recharge mode and suggested that pt continue to work with the equipment to charge her ins. Pt repeated that she does have some swelling - pss reviewed that swelling will cause telemetry disruption. Additional information was received from the patient. The patient stated that due to the previously reported charging issues she hasn't been able to use the ins and has been stuck home with pain. The patient requested a message be sent to a manufacturer representative for an appointment to resolve the issue. Patient services offered to troubleshoot over the phone, but the patient declined. The manufacturer representative (rep) reported that the patient was scheduled for a pocket revision due to the position of the battery the patient had trouble due to their anatomy. The patient reported that they are planning on having the implantable neurostimulator (ins) removed since it had not worked for about two months. They said the ins only worked for one day and had not worked since then, and was causing pain to keep it in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was not returned - the healthcare professional (hcp) discarded and the rep was not at the surgery. Different rep covered the removal.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed the complaint to be unverified, found no issues with finding or charging ins. Rtm never got hot after running it for 10 mins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the ins and leads were all removed on (B)(6) 2021 and she'd like to know if mdt rep received the devices. Patient reported the device was removed because device was not functioning, ins will not charge and causing discomfort to her. Patient stated the device worked for a day. Patient stated she waited 5 days after implant for them to turn on the implant and removed the staples, they strap the belt to charge the implant and sent her home and implant didn't charge and she asked to have the all the device remove. Patient stated she is feeling a lump in her back since the device was removed and she like to know if the device was sent back to mdt because if hcp did not remove the implant she will sue the healthcare provided and medtronic. Patient services (pss) sent email to the gch team to look up if device was returned to medtronic. Ps will calling patient back with information. Ps called patient back with information, device is not at medtronic as of jan 22, 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.